Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported the needle bent on the sensor. Customer's mother stated that the needle bent while trying to insert the sensor. No blood glucose level was provided. No further information reported.

Manufacturer narrative:
Unable to confirm the needle complaint due to customer returned the sensor.